Event description:
The customer reported erroneously low thyroid-stimulating hormone (tsh) and free thyroxine (ft4) results, below the normal reference interval, for one pt, involving access 2 immunoassay system. Subsequent testing produced normal tsh and ft4 results. The erroneous results were released out of the lab and questioned by the physician. There was no report of pt injury. There has been no report change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to access the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse adjusted the ultrasonic transducer voltage for 162 to 169 (transducer is labeled for a target voltage of 168). The fse found the substrate probe had two crimps in the line and replaced the probe. The fse performed volume checks and ultrasonic wet/dry test, both passed within system specifications. The fse performed a 50-replicate quality control (qc) precision test which passed within the assay precision claims. The unit conformed to the MFR's specifications. The customer stated to have had previous issues with similar occurrences. There has been no report of pt injury or change in pt treatment. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.